Manufacturer narrative:
H6: results code 1: 213: a review of the manufacturing records indicated the device met pre-release specifications.

Manufacturer narrative:
Additional manufacturer narrative: cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
The following information was reported to gore: on (B)(6) 2021, this patient underwent an endovascular treatment using a gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) for a right common iliac artery dissection. A 16fr gore® dryseal flex introducer sheath was inserted from the right common femoral artery. The right internal iliac artery was preserved, and a non-gore stent graft (endurant leg) was implanted in the right common iliac artery, and the viabahn device was to be implanted in the right external iliac artery. A 0.035 inch radifocus guidewire was used for the case. The deployment of the stent graft was started without pre-dilatation, and when the stent graft was more than half deployed, the deployment line became stuck and could not be pulled. The deployment of the stent graft was completed after pulling the deployment line several times, but the deployment line got stuck somewhere and could not be pulled out. It was felt that the stent graft moved when the physician attempted to pull out the deployment line forcibly. The physician performed balloon dilatation (using 12mm balloon) to fix the stent graft and attempted to pull out the deployment line again, but was unable. The physician moved the sheath closer to the stent graft to pull out the deployment line, but the situation did not change. After several attempts of the sheath operation, the deployment line was broken. The deployment line could be removed partially, but the rest of the deployment line was remained in the patient. After the deployment line was broken, angiography was performed and confirmed that the leftover deployment line did not interfere with blood flow, however, as a precautionary treatment, an additional bare metal stent was implanted and the deployment line was crimped to the vessel wall. The patient tolerated the procedure. Reportedly, the right external iliac artery was thin, but no calcification or thrombus was observed, and the bend was gentle. The physician reportedly stated as below: no ¿bow-string¿ was observed during the deployment. The fsa reported as below: the guidewire should have been replaced with a stiff guidewire. This could have cause the adverse event. It is also possible that a push-in force was applied during the deployment.